Event description:
On 03-sep-2025, a customer contacted technical service to report that advanta 2 frame (product code p1190a000195, serial number (B)(6)), had that the head of the bed rises by itself. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the caregiver controls needed to be replaced. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 12, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caregiver controls to resolve the reported event. Based on this information, no further action is required.